Event description:
Device returned to MFR with report of "pump removed secondary to erosion through skin and infection (streptococcus)." F/u with hcp revealed onset of infection was 04/01 with symptoms of drainage, incisional wound opening and pocket erosion. The primary location of the infection was the device pocket. A culture of cerebro spinal fluid was obtained and was positive for streptococcus. Hcp stated it was "unknown" if pt suffered from meningitis. Pt was treated with IV antibiotics and the infection was resolved with a withdrawal symptom of "clonus." Pt has a history of being extremely thin with contracted posture..